Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Per review of the patient's continuous ECG recordings, prior to passing, the patient was in bradycardia at 20 bpm with pvc's degrading to vt at 130 bpm for approximately 3 minutes. The patient's prescribed treatment threshold was 150 bpm. The rhythm self-converted to bradycardia at 20 bpm from 10:51:00 to 11:53:41. Between 11:54:00 and 14:07:24, the patient's rhythm fluctuated between asystole with intermittent cardiac activity, bradycardia, and idioventricular rhythm. The response buttons were also pressed intermittently from 13:14:00 to 13:16:21. The patient's rhythm then degraded to asystole at 14:17:16, transitioning to vt from 130 bpm to 170 bpm for one minute thirty-six seconds. The patient received one non-lifevest defibrillation. The patient's rhythm at time of non-lifevest treatment was vt at 170 bpm. The patient's post-shock rhythm was vt at 130 bpm with motion artifact from 14:17:19 until the device shutdown at 14:30:30 on (B)(6) 2018. The patient's equipment was returned and was found to be fully functional, there is no indication of any device malfunction causing or contributing to the patient's death. The patient's rhythm was below the treatment threshold of 150 bpm during the first arrhythmia and did not remain above the treatment threshold for a long enough period of time for the lifevest to deliver a treatment.